Event description:
It was reported that the device was broken. A direxion? Fathom?-16 system catheter infusion was selected for use. During the procedure, resistance was encountered while withdrawing the catheter. Upon removal, it was observed that the catheter had fractured. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
The device was returned for analysis. A direxion microcatheter was received at the complaint investigation site (cis) for evaluation. Visual inspection showed that the device was separated into two pieces, with a break identified at the strain relief. A fracture of the nickel shaft was also observed. Inspection of the remaining portions of the device revealed no additional damage or irregularities. Product analysis confirmed the reported complaint.

Event description:
It was reported that the device was broken. A direxion? Fathom? 16 system catheter infusion was selected for use. During the procedure, resistance was encountered while withdrawing the catheter. Upon removal, it was observed that the catheter had fractured. The procedure was completed using with another of the same device. There were no patient complications as a result of this event.